Manufacturer narrative:
(B)(4). Batch # r93l84. Device analysis: the analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 10 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device r93l84 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: did the clips deliver scissored? Yes. Did the clips not deliver but the jaws of the device scissored? No. How was the procedure completed? With another unit of er420. Was there any patient consequence? No. If yes : please explain: how was the patient consequence resolved? The batch or lot number provided is not a valid batch or lot. If available please provide the batch or lot number. I could not locate the lot number on the device itself. Unfortunately the carton has been thrown away so I cannot verify the lot number. The sales rep. Maybe looked at a different number and not the lot and this is what he captured.

Event description:
The liga clip did not deliver clips (scissor motion).